Manufacturer narrative:
As specified in h10 of original submission. Suspected cause of alleged fire is the charger, which is an accessory to the smartmonitor, and it has not been provided for evaluation by the MFR.

Event description:
In-line charger reportedly overheated, causing the electrical outlet, wall and surrounding items to become burned.